Event description:
A customer notified baxter corporate product surveillance (cps) of one clearlink system y-type blood/soln set std blood filter in which the blood tubing fell out/separated from the spike. When the nurse reached for the spike that was connected to a saline bag, the tubing separated from the spike. This occurred in the infusion department. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a companion sample was received for evaluation. The customer's reported condition was not confirmed during evaluation; the root cause was not identified.